Manufacturer narrative:
The insulin pump had unresponsive escape and up buttons due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.

Event description:
It was reported that the customer had fallen into a river and the insulin pump had been submerged in the water. Customer stated that initially the insulin pump was working, but now the buttons have stopped responding. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.